Event description:
It was reported that during the implant attempts the helix would not extend on all three leads. A different lead was used successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however the outer insulation was breached cut, there was apparent explant damage, blood was noted on the helix mechanism, and blood/body fluid was noted on the proximal conductor (not obstructed); full lead returned and analyzed. (B)(4): no anomalies found, however blood was noted on the helix mechanism; full lead returned and analyzed. (B)(4): helix/lobe distorted/bent, the lead was damaged at implant, and blood was noted on the helix mechanism; full lead returned and analyzed.